Event description:
It was reported that the anchor on the juggerknot 1.5mm thread was fractured when the nurse opened the sterile packaging.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause could possibly be due to either damaged during shipment, during storage or possible mishandling by the surgical team.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.